Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery drawer was contaminated and pried on. It was also noted that the upper and lower cases were contaminated, the battery release, lead flex cover, release spring, two printed circuit board (pcb) screws, battery contacts, and battery flex were contaminated, two side bail covers were broken, and the liquid crystal display (lcd) and encoder flex were out of specification.

Event description:
It was reported the battery drawer was damaged. No patient complications were reported as a result of this event.